Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had an electrical reset. It was observed that the battery voltage, rate h istograms and pacing percentage data was not available. The device is still in use. No patient complications have been reported as a result of this event. It was additionally reported that the ipg experienced a secondary full power on reset (por). The reset was c leared. The device remains in use. No patient complications have been reported as a result of this event

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data was missing/invalid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had an electrical reset. The device is still in use. No patient complications have been reported as a result of this event.